Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Nothing abnormal was observed with the console during testing. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. It was observed that upon entering the post-operative gap assessment, the femur bone was no longer aligned to the tibia and appears to have moved and shifted significantly. The most likely cause for the virtual discrepancy observed seems to have been due to movement of the femur tracker prior to collecting the post-operative gap assessment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Nothing abnormal was observed with the console during testing. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. It was observed that upon entering the post-operative gap assessment, the femur bone was no longer aligned to the tibia and appears to have moved and shifted significantly. Factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the case was going smoothly from start with calibration to entire planning and cuts made; however, the preplanned flexion and extension gaps did not match the plan post operatively. The surgeon based off manual feel was confident that the gaps were appropriate and matched pre operative gap plan. The procedure was completed without any other complication or delay.